Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was reported there was a confirmed motor stall with no motor stall recovery recorded in the event logs on day of report. The motor stall was caused by the patient having an MRI. The MRI caused the stall at 9:30 and as of 11:00 the motor stall had not recovered. The pump was being used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.